Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated. And the customers¿ allegations were confirmed. Aside from the findings previously mentioned, additional findings include the following: the probe had air leakage, there was an insufficient angle, there was bending section cover adhesive float and adhesive crack, the image guide snake tube had and switch 2 had scratches, there was angle play, there was a missing sound line, the ultrasound image part was missing, the engage did not work, there was scratches to the connector side, the air/water cylinder paint and objective lens adhesive was peeling. The customer cleaned, disinfected, and sterilized the device before sending back to olympus. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution and brushed the forceps elevator. The detergent solution was flushed around the forceps elevator. The facility is not aware of the what foreign material was. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issues. It has been almost 3 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the phenomenon¿s mentioned could not be identified. Additionally the foreign material could not be identified or why it remained on the device. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, that there was peeling on the ultrasonic probe of the evis lucera ultrasound gastrovideoscope. Found during reprocessing. The device was inspected before use. The intended procedure was diagnostic. And there was no procedural delay. The procedure was completed. There was no effect to the patient. And no patient harm was reported. The device was returned and evaluated, and there was foreign matter adhered to the forceps base. The probe was detached, and the adhesive on the tip fixing screw was detached. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.